Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power switch malfunction and dust inside the unit. Based on the results of the investigation, the likely cause is traced to damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the on and off switch of the video processor was not working, getting stuck and the digital visual interface signal port was also not working inside. The issue occurred during setup for use. There were no reports of patient harm.